Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection meropenem (500 milligrams, three times a day, route not reported), injection vancomycin (1 gram, once a day for 5 days, route not reported) and injection heparin (5000 iu, 1 milliliters/exchange, route not reported). Action taken with extraneal therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient the patient remained under treatment and the recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.